Manufacturer narrative:
It was further reported that the device had been explanted due to reaching normal elective replacement indicator (eri) and no performance issues had been noted by the clinic. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that their first device was defective. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2003 (B)(6); 4193 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.